Event description:
During an arthroscopic repair procedure, the physician reportedly utilized a speedlock knotless implant device. Intra-operative the implant broke. The implant was completely removed from the pt's body in pieces. A new implant was used to complete the procedure. No pt complications were reported as a result of this event.